Event description:
Patient presented to the physician with erosion of the ipg through the skin at the chest incision site. Physician brought the patient into the or, removed the ipg, irrigated the pocket with antibiotic solution, created a new pocket, secured the ipg in place using a tyrx pouch, and closed the chest incision.